Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. If additional information or samples become available, a follow-up report will be submitted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a dehp solution set that had a male luer connector that was difficult to disconnect from a catheter set. While attempting to disconnect the male luer from the catheter, the male luer connector broke off the set and stayed connected to the female luer of the catheter set. This reported condition occurred during patient-use. There was no patient injury. No additional information is available.